Event description:
On hundred and eighty two days after implantation of a 3.0x20 mm taxus express drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a stenotic bifurcation was located in the mid left anterior descendin (lad) and diagonal (diag) arteries. The lesion was pre-dilated with two maverick balloons using simultaneous bifurcation balloon angioplasty. After pre-dilation to 10 atm's for 30 secs, a timi 3 flow was noted in both vessels but, residual dissections were noted in both vessels. A 3.0x20 mm taxus stent was deployed in the mid lad. Subsequently, a 70% residual stenosis was noted in the diag. A 2.5x20 mm taxus stent was deployed in the ostial segment of the diag following predilation with a 2.5x12 mm maverick balloon. The stent was post-dilated with a 3.0x9 mm quantum balloon...a timi 3 flow and "no residual dissection, thrombosis or stenosis" was reported for both vessels. The pt received heparin during the procedure and plavix and aspirin prior to the procedure. The pt was reported to have tolerated the procedure "well". The pt presented 182 days after the initial procedure with angina and a 90% focal in-stent restenosis in the mid lad that was treated with 3.0x6 mm cutting balloon. After cutting balloon atherectomy and ic nitroglycerin, a timi 3 flow and stenosis of less than 10% was reported. The pt was reported to have left the laboratory. "Without hematoma, oozing, or chest pain."